Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump and the touchscreen shattered. Subsequently, the pump became unresponsive. The customer's blood glucose (bg) level was 468 mg/dl, which was addressed with a manual injection. Reportedly, the customer would use manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.